Event description:
It was reported that the insulin pump has a blank display screen. Customer stated that the insulin pump was dropped. Customer's blood glucose reading was 343 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The device was received with cracked case at display window corners, cracked reservoir tube lip, and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.